Event description:
It was reported that the patient's wife called the ambulance for the patient to receive paramedic assistance for hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl or lower while wearing the pod for an unspecified amount of time. The alarm did not sound for low blood glucose levels when the patient's blood glucose levels were low. Symptoms reported include fainting. The patient was treated with an administration of an unspecified injection. The pod was removed and discarded. The patient could not recall exact dates or treatment. Additionally, the patient had called insulet a couple of days prior regarding checking the alerts and settings on his iphone, which appeared to be turned off.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone11.8. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.